Event description:
Customer reportedly obtained results of 20mg/dl, hi (greater than 600mg/dl), and 280mg/dl on the compact plus system within 10 minutes. Customer administered 2 extra units of humulin 70/30 after 280mg/dl result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.